Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt. The surgeon tried to insert the u-blade using the inserter and connecter. The shaft of connecter broke when u-blade was inserted. The surgeon used the power tool to remove the connecter and the surgery was completed.

Manufacturer narrative:
Na